Manufacturer narrative:
A1: added product malfunction h6: updated codes based on the results of the investigation. H11: added clinical review clinical review: clinical rationale: an impella 5.5 was inserted in a 21-year-old male with heart failure complicated by cardiogenic shock and cardiomyopathy, supported on ECMO, inotropes/vasopressors, and mechanical ventilation. During a proactive call, nursing staff reported ongoing bleeding from both the impella and ECMO sites, and anticoagulation was being held due to the bleeding concern. While in the intensive care unit (ICU), a computed tomography (CT) scan showed an 8mm subclavian pseudoaneurysm likely related to the impella device. The reported event includes major bleed, hemostasis management, blood transfusion, serious injury, and pseudoaneurysm. These complications are consistent with the patient¿s critical illness, the presence of multiple invasive cannulation sites increase bleeding risk. Access site bleeding is a known risk per the IFU due to the therapy¿s anticoagulation and purge requirements.

Manufacturer narrative:
Additional information received: b5 and h6 updated.

Event description:
Computed tomography (CT) showed 8mm subclavian pseudoaneurysm likely related to impella device. Impella placed right axillary no complications at site.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding from the access site and the extracorporeal membrane oxygenation site. The patient also experienced suction. Blood products were transfused. Impella support continues.

Manufacturer narrative:
Corrected data. E0513 and e0515 removed from h6. Investigation summary access site adverse event / major bleed / hematoma: the cause of the bleeding issue was most likely related to unintended use, since clinical support indicates that stopping heparin resolved the bleeding issue, and multiple sites were reported at the same time. Low or blocked pump flow: the cause of the low or blocked pump flow issue was not determined without returned product investigation and sufficient clinical details, including data log.

Manufacturer narrative:
H6: added code based on information in the complaint file.

Manufacturer narrative:
Corrected information has been provided in d1 this report is submitted as a follow up to provide corrected information following an internal review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.